Event description:
It was reported that the asymptomatic patient presented in the ER after receiving shocks. The therapy was inappropriately delivered for probable sinus tachycardia or atrial tachycardia. The device was reprogrammed.

Manufacturer narrative:
(B)(4).